Event description:
Md applied the fixator to treat a distal radius fracture. Subsequent to application it was noted at a follow-up visit that the fixator balljoint was "loose." There was no injury to the pt. The fixator was removed and the pt was casted.